Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15669. It was reported that the entire system was extracted because of right ventricular lead noise. The patient was stable after the procedure.

Event description:
New information received indicated that the lead was fractured.

Manufacturer narrative:
The reported event of lead fracture and noise was confirmed by analysis. A partial lead was returned in two pieces. Final analysis found the connector boot bent at the connector region. Both ring electrode cables were found broken and separated at 3.4cm and 3.9cm from the connector pin. The cause of the reported events were due to bending of the connector boot and both ring electrode cables were fractured at this region. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead returned in two pieces. An external abrasion breaching the optim sheath was noted at 39.3-40.7 cm from the distal tip consistent with friction to another implanted device or feature of the patient anatomy.